Manufacturer narrative:
The insulin pump passed the displacement test, rewind, basic occlusion test, prime test and excessive no delivery alarm test. However, the insulin pump alarmed during the occlusion test due to a faulty force sensor resistor. The motor was tested outside of the device and passed. The insulin pump was received with a cracked reservoir tube lip, cracked battery tube threads, a cracked case at the display window corner, minor scratches on the display window, a scratched reservoir tube window and a missing end cap sticker.

Event description:
It was reported that the insulin pump alarmed motor error several times over the last 3 to 4 days during the bolus attempt. The blood glucose reading was 208 mg/dl at the time of the call. No significant events leading to the alarm were observed. The customer reported blood glucose readings ranged from 79 mg/dl to 307 mg/dl during the last 4 days. He stated that he had changed the infusion sets 4 times over the last 4 days as well. Advised replacement of the insulin pump and supplies. Nothing further reported.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.